Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having difficulty recharging. Caller is not currently with the patient and this information was relayed by hcp (healthcare professional's office. Patient while recharging is having to press down very hard against the ins. The patient also reported not using the belt or have a layer of clothing between the recharger and ins and is recharging directly over the skin. Tech support discussed ins depth and caller reported it was no deeper than one inch. It was unknown whether there was swelling of pocket and if recharging was affected by healing (approx 5 weeks post implant). The rep will speak with hcp on wound status. Asked caller to try demo recharger to rule out the recharger and confirm depth issue. Additional information was received from a manufacturer representative (rep). The rep reported that they were meeting with the patient the next week. After meeting with the patient the rep reported their recharger works much better for the patient than the one the patient had. The rep said the patients recharger should be replaced and requested assistance with this. Additional information was received from the patient and rep: rep was not with the patient when they previously reported the issue and did not have the wr (wireless recharger) serial number or the patient address information. Rep said they met with the patient and tried the demo wr and it worked fine, but the patient's wr just keeps "beeping" when trying to charge the ins. Outbound call was made to the patient however patient did not have the recharger present at the time of the call and was not able to troubleshoot. Patient will call patient services back with recharger present in order to address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the patient (pt) needed a new recharger because the pt's recharger was "malfunctioning". The caller clarified that the issue is that pt's recharger just keeps beeping when pt is trying to charge. The caller stated they used their recharger and it worked much better. The caller requested a replacement recharger sent to pt. The caller stated this started "maybe a month" ago and stated a couple weeks ago rep met pt for recharging and determined it was "not so great". Caller stated pt tried to call into medtronic but wasn't able to get assistance. The caller stated they think they were "probably" first notified of this issue on march 24th or "whenever that was" in this case. The caller confirmed this was all a continuation of events previously reported in this case. An email was sent to repair for a replacement recharger. Additional information was received from the patient. They reported that the cause of the recharger issue was not determined. The most likely cause was the pocket for the device was too deep. They had the device moved to another spot on (B)(6) 2021. It was unknow if the issue was resolved.